Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing was defective and leaked during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was admitted to the emergency department, it was seen that the tubing at the water stop of the left hand (22g) y-shaped indwelling needle was broken. The indwelling needle was removed and the indwelling needle was replaced." "After the injection in the emergency department, the patient was transferred to cardiovascular respiratory medicine. The cardiovascular and respiratory medicine department found that the middle cross-section of the extension tube was broken and leaking (non-clamping part, the clamped part was near the root of the extension tube). When the cardiology nurse was preparing for the infusion, she found that the fluid had leaked to the bed sheets. She immediately extubated the tube and re-inserted the tube."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0267284. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing was defective and leaked during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was admitted to the emergency department, it was seen that the tubing at the water stop of the left hand (22g) y-shaped indwelling needle was broken. The indwelling needle was removed and the indwelling needle was replaced." "After the injection in the emergency department, the patient was transferred to cardiovascular respiratory medicine. The cardiovascular and respiratory medicine department found that the middle cross-section of the extension tube was broken and leaking (non-clamping part, the clamped part was near the root of the extension tube). When the cardiology nurse was preparing for the infusion, she found that the fluid had leaked to the bed sheets. She immediately extubated the tube and re-inserted the tube."